Event description:
A facility reported a patient received a cerelink microsensor via the dual placement technique on (B)(6) 2021. By day 6, the icp value drifted negative and remained negative. Per the physician the values were ¿unreliable¿. Microsensor was explanted on an unknown date.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient received a cerelink microsensor via the dual placement technique on (B)(6) 2021. By day 6, the icp value drifted negative and remained negative. Per the physician the values were ¿unreliable¿. Microsensor was explanted on an unknown date.

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received stated that a cerelink monitor was used with the cerelink microsensor with an initial reading of 5mhg. After the negative readings, the cables were not switched, they verified the negative values by switching to the "icp" express an adding an offset of 500. The "icp" express values were the same as the cerelink (negative values). The microsensor was replaced and was left in for the entire time and they monitored the value daily. The patient had an "evd" in place, so the "fct" "icp" value was the one used for treatment of the patient. The neuro-intensivist didn¿t want to replace the sensor since it was tunneled into the same burr hole as the evd catheter. They felt it would be an infection risk. The patient did well. The patient was extubated on the third day and "evd" catheter and cerelink microsensor was removed on (B)(6) 2021 . The patient was transferred out of the nicu awake, alert, and oriented.

Event description:
N/a